Event description:
The customer reported having low blood glucose of 23mg/dl. Troubleshooting was performed. Assisted the caller to perform the displacement test. The customer stated while he was at lunch breaking his blood glucose was 123mg/dl, and he started feeling funny. The customer stated that the insulin pump over delivered half of the reservoir without out a bolus programmed, which cause his blood glucose to drop. The customer disconnected from the insulin pump and drank a coke to bring up his glucose level. Reviewed the alarm history and found several low reservoir and no delivery alarms. During the call the customer mentioned that a co-worker had low blood glucose while driving that it resulted in a collision with a truck. No further information was provided.